Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open, red, blister area under the left breast area. Field services described the area appearing as a fungal rash under the therapy pad. The patient's husband described the irritation as bruising, redness, and marks where the therapy pads touch the patient's skin and advised the patient has a nickel allergy. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open, red, blister area under the left breast area. Field services described the area appearing as a fungal rash under the therapy pad. The patient's husband described the irritation as bruising, redness, and marks where the therapy pads touch the patient's skin and advised the patient has a nickel allergy. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 9/29/2021: submitting report to correct section g4.